Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with an implantable neurostimulator (ins) for pain relief. It was reported that the implantation of the device caused a spread of complex regional pain syndrome (crps). The patient had to be hospitalized, and later needed surgery to change location of the battery. Later in the year, the wires almost came through the skin, requiring another surgery to have them pulled back in further. To this day, the wires going up the patient¿s back cause moderate pain 24/7. The ins does not work to control pain like the trial did, not even close. No further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.